Event description:
The patient had a robotic assisted laparoscopic sigmoid colectomy; robotic splenic flexure mobilization; partial colectomy. During the surgery, when the anvil was connected to the stapler, the stapler was found to be defective. The anvil would not click on the stapler and would not stay in place. The anvil part of the stapler had a bent piece and would not reattach. Per the surgeon, no pieces of the instrument broke off or broke off into the patient.